Manufacturer narrative:
Update to h6: investigation findings (d). Update to h6: investigation conclusions (d). Update to h7: if remedial action initiated, check type. Update to h9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number.

Event description:
It was reported that "technicians have reported that the syringe is unraveling from the attached manifold port" and that "the syringe is very wobbly when attached to the manifold." Per the customer "this has been seen three times in the last week."

Manufacturer narrative:
It was reported that "technicians have reported that the syringe is unraveling from the attached manifold port" and that "the syringe is very wobbly when attached to the manifold." Per the customer "this has been seen three times in the last week." There was no contact information provided in the report that medline received from the medwatch (mw5184156) to follow up with the customer therefore no additional information is available to be obtained. The customer referenced medwatch report mw5184157 in the description of the event. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.